Manufacturer narrative:
The investigation of ventricular tachycardia/arrhythmia and heart valve damage has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: impella catheter in papillary muscle ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ section: warnings & cautions: warnings "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." Section: correct impella catheter position ¿catheter angled toward the left ventricular apex away from the heart wall and not curled up or blocking the mitral valve¿. Section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-24718 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.10 a portion of the additional manufacturer narrative instructions for use were inadvertently omitted from initial manufacturer device report number 1220648-2024-24718.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support and during support, the patient had ventricular tachycardia (vt). The patient was converted out of vt several times. The impella p level was lowered. The patient had arrythmia issues prior to the impella implant, however it is unknown if the impella might have contributed to the patient's vt. Furthermore, there was concern that the pump interacted with the mitral and caused flash severe mitral regurgitation. The impella was repositioned successfully. Support continued until the device was explanted, and the procedural outcome was the patient survived surgery.